Manufacturer narrative:
Initial and final MDR (B)(4)- device 5 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set tubing detached from connector, which cause the patient blood glucose levels was elevated to high, therefore patient had received manual shots and replacing infusion sets and resuming insulin deliveries. The infusion set was in use for a day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available